Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operations. The patient was hospitalized for the event and was treated with cephalosporin for anti-inflammatory treatment (dose, route, frequency and duration were not reported). On an unreported date, the medication was changed to an unspecified drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined for follow-up.